Event description:
It was reported that during the implant attempt, the lead helix would not retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt, the lead helix would not retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) the full lead was returned in segments and was analyzed. No anomalies were found. The proximal conductor was distorted and pulled/stretched (overstress), and blood was found on the conductor (not obstructed), as well as the distal electrode. The helix was bent, and the lead appeared to have been stretched and damaged at implant. (B)(4).